Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer was using the gum brand toothbrush and all 10 toothbrushes had the bristles falling out the first day.